Event description:
It was reported that the device charging port needed to be repaired. There was unknown patient involvement. Device evaluation revealed a delaminated downstream occlusion seal.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date.d4: UDI and g4: 510k are unknown. No product information has been provided.h3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device remote dose jack and downstream occlusion (dso) seal were observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The affected device components were replaced or repaired, and the device passed all testing.